Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) confirmed that the patient has been in touch with their physician. No additional adverse patient effects were reported. This device remains in service.